Manufacturer narrative:
Information contained in this report was previously submitted through asr on 21/jan/2016. Clarification to b5 description of event and h10 related report numbers: this complaint was initially reported as a prior deflation on an unknown side. After additional details were received, it was identified that this complaint was originally reported to allergan in 2015 as a right side deflation and left side no complaint. This record now pertains to the right side and will continue to report deflation. Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2026-02285. All information has been consolidated into this report. Clarification to b3 date of event: partial date "july or august 2015" a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported a "deflation". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a "deflation". This record is for the unknown side. The device was explanted and replaced.